Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported a fractured PICC which had only been in for a short space of time, perhaps a week, with reports of swollen arm with no dvt etc. The leaking was internal to the patient, in subcutaneous tissue, and the PICC was removed and a new one inserted. No other information was provided.